Event description:
It was reported that the patient received a shock from the use of a household appliance, last week. After this event, the patient experienced a return of symptoms. The patient went to the hospital and the implantable neurostimulator was interrogated. It was found that the device was turned off, the patient's name was deleted, and both the lead electrode and therapy impedance readings were higher than those found at the previous follow-up appointment. The physician, then, turned on and reprogrammed the device. A follow-up appointment was scheduled for 2011 (B)(6). No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).